Event description:
It was reported that guidewire fracture occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified vessel below the knee. A v-18 control wire was selected for percutaneous transluminal angioplasty (pta). During procedure, it was noted that the tip of the guidewire was fractured when crossing the lesion. The device was able to be removed in one piece. The procedure was completed with another of the same device. There were no patient complications as a result of this event.